Event description:
Customer states that the cord on the foot pedal has a short. When the foot pedal is depressed it periodically works if the plug is held in the right spot for the connection to be made. Customer states that the pump was hooked up to the patient. No injury or intervention reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.